Manufacturer narrative:
Date of event: date approximate.

Event description:
It was reported that the patient was experiencing discomfort at the site of their superion interspinous spacer. In addition, the patient noted a return of stenosis symptoms after falling at least two times. The patient underwent a revision-removal procedure, however the physician was unable to remove the spacer after numerous attempts. The patient was then referred to a non-bsc spine surgeon, and the patient underwent a successful explant procedure. The surgeon assessed that there was a fracture, very likely from the falls the patient experienced, on the lumbar 4 spinous process. The patient was doing fine post operatively. The explanted device was discarded at the facility.